Event description:
Four months post implant, this cardiac resynchronization therapy defibrillator (crt-d) displayed a middle-of-life 2 (mol2) battery status indicator. Premature battery depletion is suspected. Guidant rec'd add'l info that the device cannot be interrogated, and is unable to provide therapy. The device has been explanted and a new guidant device was successfully implanted. The device has been returned for analysis.